Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes.

Event description:
This lead was attempted but not implanted due to perforation during lv lead placement. Had to abort lv lead placement and plug the lv port. Should additional information be received, this file will be updated.